Event description:
Implant date 2003. In 2004 patient complained of leg pain and bladder control problems. Revision surgery 3 days later to relive symptoms. During surgery it was noted that there was three cysts. One in the posterior muscle layers. One directly under the skin and one at the s1 nerve root. The cyst at the s1 nerve root was removed. Patient's symptoms resolved after surgery. It should be known that the patient has crohn's disease a known inflammatory disorder and use of infuse bone graft in the patient's has not been studied. It is also known in crohn's that there are some inflammatory subdermal conditions however this presentation is unusual. Although cyst formation has occurred in spine surgeries this incident may or may not be related to crohn's. Infuse bone graft has not been studied in inflammatory or immune disease. Although this cyst formation may occur in surgeries without the use of infuse bone graft, out of an abundance of caution co is reporting this as a MDR.